Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the tip of the unit was damaged. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. A visual inspection showed the scope to have severe distal tip damaged. The reported condition was confirmed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.